Event description:
The stent was uneventfully delivered to the target lesion. However, the microdelivery catheter suddenly moved backward and the physician had to withdraw the stent delivery system. As the physician was attempting to advance the stent again, the stent unexpectedly deployed in the catheter hub. The whole system was removed and the procedure was completed using a different stent. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the stent was present and visible in the hub of the microcatheter. There was no damage noted to the stent and the stent delivery wire. Based on the information provided and the investigation results, the most likely some procedural or anatomical factors caused movement of the microcatheter during use which required the stent to be retracted and the stent deployed prematurely in the hub. Therefore, a root cause related to operational context has been assigned to this event.

Event description:
The stent was uneventfully delivered to the target lesion. However, the microcatheter suddenly moved backward and the stent had to be retracted. As the physician was withdrawing the stent delivery system, the stent unexpectedly deployed in the catheter hub. The whole system was removed and the procedure was completed using a different stent. There was no reported clinical consequence to the patient.